Manufacturer narrative:
This report is submitted on march 17, 2020.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration (reason unknown). There are plans to re-implant the patient with another device.